Manufacturer narrative:
(B)(4). Other (B)(4) - hemoglobin (hgb) flow cell and pinch tubing (s2). Service made several site visits to the account and replaced several parts on the cell-dyn 1800 analyzer. A review of service tickets from (B)(4) 2008 through (B)(4) 2009 on this instrument showed that no others issues related to discrepant hgb results have occurred. A review of the device history record (DHR) did not show any issues related to precision (open and closed modes). The product performed within specifications at the time of the build. A review of the complaint analysis trending and tracking system reports, for the period (B)(4) 2007 through (B)(4) 2008, did not indicate any adverse trend for the cell-dyn 1800, list 07h77-01, for the complaint issue. The cell-dyn 1800 system operators manual, list number 07h80-01, revision e, under section 10, troubleshooting and diagnostics, pages 10-11 through 10-13, provides information to assist in problem identification, isolation, and corrective actions. Instructions for obtaining technical assistance are included as well. Section 9, service and maintenance, preventive maintenance schedule, page 9-3, states that cleaning or replacement of the syringes is an as required service performed on the cell-dyn 1800 instrument. Based on the investigation, no product issue was identified for the cell-dyn 1800 for discrepant hgb results. The cause of the reported issue could not be determined. There was no systemic issue for the cell-dyn 1800 product line. This is a final report.

Event description:
The account generated discrepant cell-dyn 1800 hemoglobin results on 2 patients. Patient 2 tested cell-dyn 1800 hemoglobin = 8.0 g/dl. The low hemoglobin result was questioned by the physician as the expected result was normal. The specimen was sent to a reference laboratory and tested hemoglobin = 14.0 g/dl. No cell-dyn 1800 messages were generated with the low hemoglobin result. No patient treatment was affected or altered by the low hemoglobin result. The specimen was obtained by venipuncture. The cell-dyn 1800 was recently installed at the account. After the discrepant hemoglobin results were generated, the account was unable to process patient specimens due to quality control out of range and unable to calibrate the cell-dyn 1800. Service was requested for the cell-dyn 1800. Service replaced the hemoglobin flow cell, pinch tubing and 3 syringe drives on the cell-dyn 1800 analyzer.

Manufacturer narrative:
Investigation in process, unable to determine results and conclusion at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.